Event description:
Report received of a filter leak. The pt was set up to receive an unspecified volume of paclitaxel. An unspecified time after the initiation of the infusion, it was noticed that the extension set filter had leaked an unspecified amount of paclitaxel from the filter vent holes. There was no reported skin contact of the paclitaxel with the pt. The filter extension set was changed and the therapy was resumed without any further incident. There was no adverse pt effects. Though requested, no additional info was available.